Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable. The smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to duplicate the intermittent image by manipulating the smart cable near the hdmi connector. Since there are no repairs available and the customer received a replacement, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergent procedure, using a glidescope spectrum smart cable, the image was intermittent. The intubation was completed using the direct laryngoscopy method with no delay reported. The customer indicated they had isolated the issue to the smart cable by testing the video monitor with a known good video baton. No harm to the patient or user was reported.